Event description:
A report was received that the patient underwent a lead revision. During the revision, one of the leads broke, and a new lead was implanted. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Patient's weight not available. Device was returned for analysis. Visual inspection of the lead found multiple dislodged electrodes. The cause of the dislodgement is unknown. This is a final report.